Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her blood glucose was 530 mg/dl and she had a really bad headache and was feeling nauseous. Customer mentioned she had a cold and was on medication. Customer treated her high blood glucose with 6.9 units of insulin from the device. Customer's blood glucose dropped to 296 mg/dl. Customer tested her blood glucose again and it was 578 mg/dl so customer treated with the device, 4.78 units of insulin. Customer tested her blood glucose again, it was over 600 mg/dl. After troubleshooting, customer as advised that the insulin pump, infusion sets and reservoirs were working as designed. Customer was advised to contact her healthcare professionals regarding the unexplained high blood glucose levels. Customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.